Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.00/3.0/178 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length,different model and power lens due to excessive vault. It was reported that astigmatism was treated with relaxing inision. Problem resolved. The reporter states the cause of this event is due to user error. The reporter also states it is unknown if the device failed to perform as intended. Additional information has been requested, if additional information is received a supplemental medwatch report will be submitted.